Event description:
The customer reported that the system had x-ray problems. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the service representative repair the system. No further information is available.